Event description:
While on a pt the ventilator failed. No injury occurred, swapped out ventilator. Cmv rate was set to 20 and was fluctuating from 20 to 8. Alarms unk. Settings unk. The biomed dept looked at all the potentiometers on the front panel and 10 had erratic operation. These also measured erratic with a resistance check. The unit is not back in service as they are waiting parts.